Manufacturer narrative:
Concomitant medical products: dtba1d4 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple impedance alerts triggered on the right ventricular (rv) lead due to low pacing impedance. It was noted that the patient had a chronically low baseline impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.